Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of "high" although a specific value was not provided. Suspected cause was due to the customer¿s personal profile requiring adjustments. The customer addressed their elevated bg with a manual injection of insulin.